Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that there was no malfunction with the system. The customer asked rse regarding the copy of images to a usb drive and the rse guided the customer to operate the system normally. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. System had no malfunction, customer wants to know how to use the device. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system could not make exposure. The system was in clinical use at the time of the event. No harm has been reported.